Event description:
It was reported that during the surgery, open the packing and noted that some staples fell off. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2026 d4: batch #689d68 investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damaged and the staple retainer was received inside of a plastic bag. The breakaway washer was present and uncut, the staples were protruding inside the pockets and one staple was noted to be missing. Further analysis shows that the safety has a slightly marks. It appears that an attempt was made to fire the device with the safety engaged. No functional test was performed to preserve evidence. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 689d68, and no non-conformances were identified.